Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose and pancreatitis. Customer stated that the needle in the infusion set did not fully insert into the body. Customer was hospitalized for six days. Nothing further reported.